Event description:
A complaint was received regarding 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock that experienced leakage during use. It was reported that patient's pump ringing occluded; nurse traced line to ensure no clamps engaged, no kinks along line, and flushed line to ensure patency. Nurse called the charge nurse to come inspect at bedside and eventually discovered the filter of the primary tubing leaking neonatal 2-in-1 compound. The doctor was notified and replacement fluids order and a line change occurred. There was no adverse event.

Manufacturer narrative:
E1: additional contact information: (B)(6). The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.